Event description:
Reportedly, a mitral valve was explanted after an implant duration of approximately 5 years (2006) due to moderate regurgitation. The surgeon reported "moderate regurge and restricted leaflet movement with high ph, dilated la and grade ii/IV, tricuspid regurgitation".

Manufacturer narrative:
Additional manufacturer narrative: after repeated efforts to get the device shipped back for evaluation, we have not received the device. Pictures of the device were requested and not provided. No new information has been received. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Claim of moderate regurge cannot be confirmed. However, claim of restricted leaflet movement was confirmed. As received, heavy layer of host tissue overgrowth covered most of leaflet 1 at the outflow aspect. It covered the cusp area and its free margin. Host tissue curled the free margin and fused it to the cusp area which led to a gap at the coaptation region, evident at the outflow aspect. Moderate layer of host tissue overgrowth was noted onto leaflet 2 and minimal layer was noted onto leaflet 3. At the inflow aspect, host tissue overgrowth was minimal to moderate; it encroached onto the tissue inflow by approximately 3 mm. Host tissue overgrowth restricted mobility in the leaflet 1 which led to stenosis. Host tissue overgrowth was heavy at stent inflow and moderate to heavy at stent outflow. A small section of host anatomy, most likely chordae tendineae, was fused by host tissue overgrowth to the valve outflow cusp area of leaflet 1. The valve exhibited moderate calcification in the cusp area of leaflet 3 and minimal to moderate in the cusp area of leaflets 1 and 2. At the free margins calcification was moderate at leaflet 2 and 3. Calcification also restricted mobility in the leaflets and led to stenosis. The x-ray demonstrated calcification. This valve was explanted after an implant duration of approximately 5 years. Implanted to a male patient at age (B)(6), the device exhibited signs of moderate regurgitation. The evaluation supports the customer claim of regurgitation. The cause being calcification and host tissue overgrowth restricting the leaflets. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Manufacturer narrative:
Method: device not returned. Device to be returned. Echo is available and has been requested but has not been received. Implant date known only as 2006. Additional information is coming. The DHR review has been started.